Event description:
It was reported that the patient took insulin based off of a reading of 400 mg/dl. Patient felt fine at the time of that reading. An unknown time later, the patient became unresponsive. She was treated with a glass of orange juice which her daughter provided. There was no delay in treatment reported. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.